Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our local field service engineer which concluded that the n2o gas module was defective and needed to be replaced. The n2o gas module was returned together with a complete set of device logs. The device logs from the event confirms the reported fault. The logs suggest that oscillations in the n2o gas module occurred during the event. This led to a higher flow than expected from the n2o module which in turn affected the gas mix, resulting in a decreased o2 concentration level. The returned n2o gas module was simulated use tested in a laboratory environment. The reported problems could not be reproduced and the n2o gas module functioned as intended. The root-cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, a lower oxygen concentration than set was measured. There was no patient harm. (B)(4).